Event description:
According to the reporter: each time one clip is placed, one is falling off the device when reopening the handle. The clips fell into the patients cavity and were retrieved. There was a small tissue laceration that was not irreversible.

Manufacturer narrative:
(B)(4).